Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high. No symptoms were mentioned regarding the 600 mg/dl reading; however, the customer treated with a manual insulin injection. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test was performed and the device passed. No products were returned or replaced.